Event description:
The recipient reportedly experienced electrode extrusion. The recipient's device was explanted.

Manufacturer narrative:
The recipient is reportedly doing well.

Manufacturer narrative:
The external visual inspection revealed the electrode was damaged near the array prior to receipt. This is believed to have occurred during revision surgery. The photographic imaging inspection confirmed a broken electrode wire. This is believed to have occurred during revision surgery. System lock was verified. The electrode condition prevented an electrical test from being performed. The device passed the electrical and mechanical tests performed. This device was explanted for medical reasons. The device passed the tests performed. This is the final report.

Manufacturer narrative:
Advanced bionics considers the investigation into this reportable event as closed. The recipient reportedly experienced an eardrum perforation which was due to the electrode migration. However, the electrode extrusion is due to a failure of surgical technique. This is the final report.